Manufacturer narrative:
(B)(4).

Event description:
Additional information received from company representative reported they believed that the "suspicious" dye study was inconclusive, but suspicious enough to warrant a catheter revision. The refill error caused the pump to go empty.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n076418, implanted: (B)(6) 2006, product type accessory; product ID 8709, lot # l55917, implanted: (B)(6) 1998, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 1000 mcg/ml (dose 1200 mcg/day approx) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient¿s medical history included toxoplasmosis, microcephaly, and cerebral palsy. The patient had increased spasticity of the upper and lower extremities. The purpose of the surgery was to assess the entire system (pump and catheter) to ensure the drug was getting to the intrathecal space appropriately. In addition, the managing doctor said there was a time when the pump was only half way filled, instead of completely filled, at a recent refill visit. This was an error on their part. In any event, the patient was not receiving good therapy, even after the refill volume was corrected. The patient was not receiving optimal intrathecal baclofen therapy and was having increased spasticity. A dye study was performed and was suspicious. There are no discrepancies on the refill volume, as reported. In surgery, the catheter was assessed. Aspiration was easy, and dye was pushed via the catheter. The dye did come out in the cerebrospinal fluid (csf). The catheter tip was at approximately t8. The surgeon did not want to change or manipulate, or reposition the catheter, since it was patent. Therefore, it was decided to replace the pump on (B)(6) 2015, just in case the pump was damaged from having gone dry at one point. If the managing doctor wanted the catheter to be repositioned higher in the csf for more upper extremity saturation, he would need to discuss that with the surgeon, if the patient continued to have decreased therapy. The catheter remained in place and was connected to the new pump. The catheter access port (cap) was aspirated with positive csf flow. The issue was resolved at the time of this report; however it was also reported the patient¿s status was ¿alive- with injury.¿ the new pump was started with lioresal 500 mcg/ml at 100 mcg/day. Additional information was received via a company representative (rep) clarified the revision was set up for (B)(6) 2015 and the rep was present for that procedure. They were going to do an exploratory surgery based on symptoms. They originally thought the catheter was not working, but it was confirmed to be patent. They replaced the pump proactively in the procedure because they had concerns about the pump going empty. The event where the pump went empty happened prior to this surgery (unknown when or how long it was empty for).

Event description:
Additional information later received reported the programming error was that only 20 mls of drug was put into the patient's pump at the refill, but 40 was programmed into the pump, so the patient's pump went dry. This was why the pump was replaced, the doctor didn't know how long the pump had been dry and didn't want to take any chances so the pump was replaced. The reporter did not have the date available. The catheter was not revised. The surgeon felt that it may have been a little low, but he only performed the pump replacement because that was what the order was for. The reporter did not know if the patient had any withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. (B)(4).